Event description:
It was reported that the physician thought the conduction counter data was confusing and suggested adding an explanatory note to the observation. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the physician thought the conduction counter data was confusing and suggested adding an explanatory note to the observation. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and battery depletion was normal.